Event description:
A journal article was submitted presenting a review of the current literature reporting the thrombotic complications associated with current thermal and non-thermal techniques. The article reports related to radiofrequency ablation, clinical events of thrombosis in the superficial vein which can lead to phlebitis, or potentially propagate thrombus formation towards the deep venous system, resulting in a deep vein thrombosis (dvt), and points out these events have potential for pulmonary embolism (pe). The authors report from the review of current literature that initial rates for dvt after rfa treatment were as high as 16%, however more recent literature report lower rates ranging from 0.7-3.4%. A study reviewed which reported 192 patients underwent rfa with a dvt rate of 3.4% at 30-days. The authors report pulmonary embolism as a complication secondary to dvt after rfa is rare and the literature largely consists of case reports but has been reported at a rate of 0.03-0.2%. The article reports that related to the venaseal closure system dvt has also been shown to be a potential complication. The authors report how there can be extension of cyanoacrylate into the deep venous system during the procedure, and it is theorized that this extension of adhesive may induce thrombosis. A cohort study which included 70 patients that underwent venaseal¿ ablation, did not report any serious adverse effects such as dvt or pe. Later studies have shown rates of thrombotic events, ranging from 0-13%. A retrospective review which included 191 patients, reported dvt in 11 patients (5.8%) and another retrospective review of 76 patients reported a dvt rate of 13%. Despite these reports, the largest randomized controlled trial to date, performed comparing rfa and venaseal¿, reported no treatment-associated dvts in 108 patients treated with venaseal¿ within 3-months. This wide range of thrombotic complication rates highlights the need for further large-scale investigation and standardization of follow-up protocol.

Manufacturer narrative:
Title: thrombotic complications of superficial endovenous ablation: a contemporary review of thermal and non-thermal techniques author: mariya s. Kochubey, sammy s. Siada, megan tenet journal: the journal of cardiovascular surgery year: 2021 vol/issue: 62(5) ref: 10.23736/s0021-9509.21.11898-1. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.